Event description:
Received via mandatory medwatch. A post-op pt was involved in a possible overinfusion of dilaudid. The nurse was having difficulty setting up the pump. The pt went into respiratory arrest during set-up. The pt was given narcan and was ambu-bagged. The pt responded quickly to the intervention, and returned to pre-incident status.